Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was twisted, and the sheath kinked. Impedance test shows an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 19 jul 2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.